Manufacturer narrative:
The reported event of battery failing to charge was confirmed. During servicing the device was inspected, and it was found that one of the fuses at the mains power inlet had failed. Review of the logs at the time of the event show normal operation of the device on battery power. The potential root cause could not be identified. Both fuses were replaced. The device subsequently passed all testing.

Event description:
It was reported that the organox metra's green mains power switch was not illuminating. Battery was noted to be at 46 percent and message code 80 (low battery) was correctly presented to the device user. Troubleshooting was performed with the assistance of the clinical specialist, but the issue could not be resolved. The device was not used.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.